Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The lesion was located in a severely calcified artery. While advancing the 24mm x 3.00 veriflex (mr) stent delivery system through the guide catheter and into the patient, the stent delivery system's shaft snapped in half. The stent system was removed and the physician elected to complete the procedure without stenting. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).